Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 15.2 cm - 15.4 cm from the connector pin, due to friction with the device can.